Manufacturer narrative:
Additional information was received. The following fields were updated as a result: b.5 it was reported prior to use that the bd ser plastipak 1ml13x3.8 val150 needle point penetrates through shield and puncture the nurse on her finger. The following information was provided by the initial reporter, translated from portuguese to english: ¿ could you tell us which component of the syringe was damaged? Could you provide us with more details of the event? The needle is bent coming out of the shield. ¿ was the reported incident noticed before, during or after use? Before use. ¿ was there any harm to the patient/health worker? (Detail) the nursing employee "punctured" her finger when removing the product from the pharmacy. D1: medical device brand name: bd ser plastipak 1ml13x3.8 val150. D3: medical device manufacturer : becton dickinson ind. Cirurgicas ltda. D4: medical device catalog #: 990146. D4: medical device lot #: 2025686. D4: unique identifier (UDI) #: (B)(4). D4: medical device expiration date: 31-jan-2027. D5. Operator of device: health professional. G1: manufacturing location: becton dickinson ind. Cirurgicas ltda. G5: PMA/510(k)#: k182589. H4: device manufacture date: 25-jan-2022. H6. Adverse event problem: health effect - clinical code: e2010. Health effect - impact code: f11.

Event description:
It was reported prior to use that the bd ser plastipak 1ml13x3.8 val150 needle point penetrates through shield and puncture the nurse on her finger. The following information was provided by the initial reporter, translated from portuguese to english: ¿ could you tell us which component of the syringe was damaged? Could you provide us with more details of the event? The needle is bent coming out of the shield. ¿ was the reported incident noticed before, during or after use? Before use ¿ was there any harm to the patient/health worker? (Detail) the nursing employee "punctured" her finger when removing the product from the pharmacy.

Event description:
It was reported prior to use that the bd ser plastipak 1ml13x3.8 val150 needle point penetrates through shield and puncture the nurse on her finger. The following information was provided by the initial reporter, translated from portuguese to english: could you tell us which component of the syringe was damaged? Could you provide us with more details of the event? The needle is bent coming out of the shield. Was the reported incident noticed before, during or after use? Before use. Was there any harm to the patient/health worker? (Detail) the nursing employee "punctured" her finger when removing the product from the pharmacy.

Manufacturer narrative:
H6. Investigation summary: two photos received by our quality team for investigation. Upon visual inspection, needle through shield is observed. Based on the quality team¿s investigation, the root cause of the incident is associated with the needle guard assembly and vision systems. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The batch history was verified, and it was observed that the production period occurred between 02-09-feb-2022. The in-process inspections were carried out in accordance with the control plan and there were no records of this incident.

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the unspecified bd syringe was damaged. The following information was provided by the initial reporter, translated from portuguese to english: damaged tuberculin syringe.

Event description:
It was reported that the unspecified bd syringe was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged tuberculin syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.